Event description:
On (B)(6) 2011 the lay user/patient's reporter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was displaying the "apply sample" icon. The complaint was classified based on the customer care advocate (cca) documentation. The patient's reporter reported the alleged issue began 2 days ago prior to contacting lfs. The reporter informed the cca that the patient manages her diabetes with combination of oral medication (actos 30mg) and insulin (lantus 30 units) once daily. Despite the alleged issue, the reporter indicated that the patient continued to take her usual diabetes medications as directed. The reporter stated 2 days after the alleged issue occurred, the patient developed symptoms of dizziness and blurry vision at an unknown time. According to the reporter, the patient treated her symptoms with food and/or drink. At the time of the alleged issue, the reporter indicated the patient did not test on any other blood glucose device. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter and the correct test strips were used; however the patient's process for testing was incorrect because blood was applied on the confirmation window of the test strip. The alleged issue was resolved through a blood retest. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.